Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage post-deployment occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery to left main artery. Following pre-dilation with a 2.5x12 balloon catheter, a 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during post-dilation of stent, the physician observed deformation of stent struts at proximal part. So, the physician decided to use another 3.5x12 stent to cover the deformed stent struts, and completed the procedure. No patient complications were reported.